Event description:
A report was made regarding a pump that was not charging, the pump's usb connection was faulty, preventing it from being plugged in and turned on despite attempts with different cables. There was no adverse impact to the customer's blood glucose level. The device was scheduled for return, and a replacement pump was to be provided to the customer.